Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation has shown that the weld between the headpiece/handle and the shaft is broken. The review of the manufacturing and material papers has shown that the instrument was manufactured according to the specifications. We cannot determine the exact cause of the condition. The complaint condition is likely the result of excessive mechanical stress which eventually led to the breakage at the weld. This complaint is indeterminate. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was observed that the handles of three proximal femoral nail a (pfna) blade impactor were loosening or falling apart during insertion and hammering. This is report 1 of 3 for (B)(4).